Event description:
It was reported that during a right hemicolectomy, after firing and opening the stapler, there were no staples, but the knife cut the proximal bowel part. The distal end with staplers head remained closed. Took another stapler, closed the bowel and connected it to the remaining head. Second stapler worked properly. The pt is ok.

Manufacturer narrative:
Info anticipated, but unavailable at this time.